Event description:
Information was received that a smiths medical cadd ms3 lost its programming patient was inserting battery upside down. No adverse patient effects were reported.

Manufacturer narrative:
B3, h6: corrected data. One infusion pump was returned for evaluation. Device programming was noted to have no issues. The software was reinstalled, and device passed all functional and delivery tests. The reported customer complaint was unable to be confirmed; investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.